Manufacturer narrative:
The micro drill medium straight attachment was not returned to the user facility; it is not repairable once it is disassembled.

Event description:
A micro drill medium straight attachment was sent for evaluation because it was overheating. No further information was provided by the user facility.